Event description:
Bd veritor system was used to test a resident for covid19 with a positive result being given. A hospital pcr test was completed and found to be negative. FDA safety report ID# (B)(4).